Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet, during which the user was unable to speak or move and required family assistance. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in which medication was required. Investigation included communication with the user or family and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and that there was insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.